Manufacturer narrative:
(B)(4). Terumo has not yet received the actual device for evaluation. A follow-up report will be submitted when the device is returned and the investigation is complete. For this reason, evaluation was used in the conclusions. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
The actual sample was returned and evaluated. After the actual sample was rinsed and dried, visual inspection confirmed there were no anomalies that would relate to entrainment of air bubbles. The actual sample was then built into a circuit with tubes. The fluid level was kept at 2000ml in the reservoir, and bovine blood was circulated at a blood flow rate of 7l/min for 6 hours and set at negative pressure. No air bubbles were found on the surface of the blood. Blood was then circulated at a flow rate of 7l/min while air continued to be sent to the actual sample through the venous line at 0.5l/min. As a result, air bubbles formed and accumulated in the venous filter causing blood to leak from the middle part of the filter and the accumulation of air bubbles in the upper part of the filter. This occurred because the air bubbles were broken down by the debubbling component housed inside the venous filter. This suggests that the actual sample had normal debubbling performance during use at the user facility. The actual sample was rinsed and dried again, and the venous filter, venous inlet drop tubes and the debubbling component were inspected visually and by magnification. No anomalies were found. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. Device labeling does address the potential for such an event in the precautions section of the instructions-for-use by statements such as: "the caps of unused luer ports are tightened firmly to prevent the leakage." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00168 to provide additional information regarding the evaluation of the returned sample.

Event description:
The user facility reported that the cardiotomy filter "began to foam" and had to be changed out 90 minutes after bypass was started. Reportedly, the procedure was completed successfully with no immediate impact to the patient.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample and also to document that the actual sample was received. This information was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 06/18/2014.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2014-00168 to provide the date that additional information was received by the manufacturing facility and also document that the actual device was returned.